Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise and undersensing was observed on the atrial lead following implant. During a lead revision, it was noted that the lead had not sutured which resulting in the lead migrating. The lead was repositioned and secured. The patient tolerated the procedure well.

Event description:
New information noted that on (B)(6) 2014, a chest x-ray revealed that lead dislodgement had occurred. Electrical values were poor as a result. The lead was disabled and then explanted and replaced later that day.